Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a robotic-assisted laparoscopic hysterectomy procedure for a diagnoses of pelvic pain, menometrorrhagia, and a retroflexed uterus, the surgeon used a monopolar curved scissors instrument with a surgical system robot. The generator was in use at the time. Monopolar cautery used during the colpotomy portion of the procedure caused thermal injury to both ureters near their entry into the posterior wall of the bladder. No identification of the ureter or the course of the ureter, and no cystoscopy was performed following the procedure. Fifteen days after the initial procedure, the patient experienced severe abdominal pain, pelvic cramping, and an inability to void for over one day. CT scans of the abdomen and pelvis revealed bilateral hydronephrosis with dilated ureters to the level of operative hysterectomy. The patient was taken emergently for an attempt to place ureteral stents. Obstructions prevented stent placement. As a result, the patient underwent emergent bilateral nephrostomy tube placement and was transferred to intensive care where approximately 1800 cc of urine was drained. The patient was admitted to the hospital with a diagnoses of acute renal failure secondary to obstructive uropathy with bilateral hydronephrosis and was discharged four days later. Approximately six and a half weeks after the initial procedure, the patient was re-admitted with a kinked nephrostomy tube, fever, and kidney infection. The patient was discharged two days later after receiving intravenous antibiotics and supportive therapy. Two months after the initial procedure, the patient was re-admitted and underwent an abdominal exploration with ureterolysis and bilateral ureteroneocystostomies. During the re-implantation surgery of the patient¿s ureters, ureteral stents were placed on both sides. The patient continues to have pelvic pain and dyspareunia and has had recurrent bouts of urinary tract infections and pyelonephritis due to urinary reflux from the re-implanted ureters. The complaint is a legal case and no additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.